Manufacturer narrative:
(B)(4).

Event description:
It was reported that a (B)(6) transmission revealed the pulse generator exhibited intermittent atrial undersensing. The device was reprogrammed and the patient was in stable condition. No additional information was available.